Event description:
It was reported that customer experienced broken usb port on pump, and later pump did not turn on despite being connected to usb cables on different wall outlets, with no red flashing light seen around awake button and no blood glucose information available. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation, and distributor provided replacement pump, with no further information available regarding additional actions taken.